Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure, the tip of the blazer prime xp catheter probe broke. No patient complications occurred. The procedure was completed with another of the same device from a different batch. The device was discarded and therefore will not be returned for analysis.